Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the kidney during a laser lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, they crushed the stone using a 200 tractip fiber; however, the sensor guidewire was inadvertently lasered where in the core wire broke off. A small piece of the sensor guidewire was left inside the patient which needs to be retrieved. There was no specific product failure reported. The procedure was completed with the same original sensor guidewire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.